Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture, rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a revision breast reconstruction with a 225cc mentor memorygel breast implant (left) and an unspecified mentor smooth gel breast implant (right) experienced bilateral rupture and grade IV capsular contracture postoperatively. The diagnosis of the capsular contracture was confirmed by a healthcare professional on (B)(6) 2019. As a result, the patient underwent bilateral removal and replacement with two 320cc mentor memorygel breast implant prostheses (catalog #: 3505320bc, left serial #: (B)(4), right serial #: (B)(4)) on (B)(6) 2020. This report is for the right-sided prosthesis.

Manufacturer narrative:
On 30-mar-2022, mentor received additional information regarding the suspected medical device. Initially, the suspected medical device was reported as an unspecified mentor smooth gel breast implant. However, additional information revealed that the suspected medical device is a 275cc mentor memorygel breast implant (catalog #: 3502751bc, right serial #: (B)(6)). The relevant fields have been updated. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On 1-apr-2022, mentor received additional information regarding the MRI result. MRI performed on 19-nov-2019 indicated bilateral rupture. Manufacturer's reference number: (B)(4).